Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was having three hundred and five premature ventricular contractions (pvc) an hour and the patient was prescribed an antiarrhythmic medication.

Manufacturer narrative:
Continuation of d10: 457453 lead, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that when they were at the hospital they had a heart rate of forty-five. The patient noted that the emergency medical technician checked it with their equipment and said it was forty-three to forty-five beats per minute. The patient noted that they "thought this thing was not suppose to let my heart rate go below seventy." The crt-d remains in use. No further patient complications have been reported as a result of this event.